Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was confirmed. The computer was replaced, a back up was reinstalled and the test with navigation performed successfully. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that after the cmos battery replacement, the pc did not boot up correctly. It jumped into bios and would not start the mobile view station (mvs) application. There was no patient present when this issue was identified.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. The reported issue was confirmed. The os system took too long to load, requiring bios password and cmos check failed. The time and date were wrong. It was reset and a new software application was loaded successfully. Patient data removal with cd failed. The windows tool was used to delete the patient data removal on two additional partitions of hard drives created on the system. A virus scan was performed successfully. The yellow amber light was flashing indicating a power fault; non-critical temperature or voltage fault."the mobile view station (mvs) server in a different system, it failed to start requiring bios password and date time issues due to bad bios battery. The system integrity error message box appeared and os and application failed to load. Analysis found that the reported event was related to a operating system issue. If information is provided in the future, a supplemental report will be issued.